Event description:
It was reported that this right ventricular (rv) lead became dislodged shortly after it was implanted. It was noted that the lead had been placed in the left bundle branch (lbb) this lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.